Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no additional information was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Related the reported failure mode regarding the locking of the variax2 screw it can be mentioned that as part of our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique (variax 2 system) clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution ¿ with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. ¿ final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ however, although no product related issue could be detected a preventive action (CAPA) was nonetheless opened to make the design more robust against a potential over tightening by the user. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.

Event description:
As reported: "did not lock into plate. It was replaced by another screw."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "did not lock into plate. It was replaced by another screw."